Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she inserted 4 different batteries before the insulin pump's display returned. The battery did last more than one week. While troubleshooting the customer changed the battery again and the insulin pump alarmed failed battery test. Customer's blood glucose level was 154 mg/dl. The device was not returned.